Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer performed an infusion set tubing change and the occlusion alarms continued. There was no reported adverse impact to the customer's blood glucose level.